Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to inject insulin into the cartridge. The customer filled a new cartridge and received a minimum fill notification. When the customer installed a new cartridge, a cartridge alarm 5 occurred during the load process. There was no impact to the customer's blood glucose level. The customer was able to successfully load a new cartridge and resumed insulin delivery.